Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned implant identified a fractured platform, damaged threads, and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the implant was fractured and due to the reported event (infection), for which the device could not be functionally tested. The reported device had been placed on tooth # 19 for approximately 4 years. X-ray or picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient had an infection and during examination found that the implant was fractured. The product was returned. The reported fracture was confirmed upon visual evaluation. However, the infection could not be verified since it is a medical condition. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and upon further inspection with x-rays, the doctor noticed the implant fractured and consequently removed the implant .